Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Indication of initial surgical procedure in 2009? Other relevant patient comorbidities? Mesh exposure site/location, symptoms and diagnostic confirmation? Date and surgical findings of mesh excision procedure? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2009 and the mesh was implanted. In 2016 the patient presented with mesh erosion and the mesh was excised. Additional information has been requested.